Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in mosaiq.

Event description:
It was reported that penicillins and cephalosporins allergy group does not trigger an allergy alert in mosaiq. Based on the available information, there was no report of mistreatment.